Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5 13.2 implantable collamer lens, -10.50 diopter, in the patient's left eye (os). The lens was reported as having a low vault and remains implanted.

Manufacturer narrative:
On (B)(6) 2016, patient's post-op uncorrected visual acuity was 20/20. Work order search: no similar complaints were reported for units within the same lot. Report source is a distributor, not a user facility. (B)(4).